Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is pending further root cause investigation. Once the root cause evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was missing ball and the cage was not available. It was noted that the ball bearings came apart and the extension sleeve damaged on the device. It was further determined that the device failed pretest for color markings, vibration, temperature, cutter insertion and visual assessment. It was noted in the service order that the device could not be used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: further evaluation of the device determined that this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the ball bearings came apart, the device was missing balls and cage, the extension sleeve was damaged and the color marker was throwing bubbles. It was also noted that the device failed pretest for visual assessment, cutter insertion, vibration and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction / design issues. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.